Manufacturer narrative:
As per the assessment of the arjo engineer, the observed symptoms indicate that the bed or its section was raised under an obstacle, resulting in deformation of the bed structure and side rail detachment. The review of reportable complaints performed as part of the investigation confirms that such scenario have led to bent frame and side rail detachment in the past. The instructions for use for enterprise 5000x (746-577-en) includes the instructions for safe operation to avoid damage of the bed as follows: "when the bed is operated, make sure that obstacles such as feet, oxygen bottles, bedside furniture or any other objects do not restrict its movement" and "hold the head board or foot board when pushing or pulling the bed; do not hold the side rails or any attached accessories". Arjo device failed to meet its performance specification since side rail partially detached from the bed frame. The device was not used for a patient treatment when the malfunction was noticed. The complaint was decided to be reportable due to the side rail partial detachment.

Event description:
Following the information provided one of four side rails was partially detached and the bed frame was bent. There was no patient on the bed at the time when the event occurred. No injury was reported. The evaluation of the bed performed by arjo service engineer revealed that the side rail mechanism (lower arm that allows to lock the side rail in raised position) dislodged causing partial detachment of the side rail. It was also confirmed that the bed frame was bent.

Manufacturer narrative:
The analysis is ongoing. The results of the investigation will be provided upon conclusions of the investigation.

Event description:
It was reported by the customer that one of four safety side rails was damaged. There was no indication regarding patient involvement. No injury was reported. The evaluation of the enterprise 5000x bed performed by arjo service engineer revealed that the side rail mechanism (lower arm that allows to lock the side rail in raised position) dislodged causing partial detachment of the side rail. It was also observed that the bed frame was bent.